Event description:
The customer reported that the system displayed an invalid input signal error message on both monitors and would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane board and the rtos were replaced during the service call. The system was tested and found to be working as intended and put back into service.